Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 36 mg/dl while wearing the pod. It was also mentioned that before being rushed to the hospital by ambulance their blood glucose levels were at 260 mg/dl. Symptoms reported include confusion and loss of consciousness. The patient was treated with glucagon, IV (intravenous) dextrose and apple juice. The patient was released three days later. The pod was worn when seeking medical attention.